Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event code of perforation. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct/duodenum, performed on (B)(6) 2023. Post procedure, during a follow up visit (B)(6) 2023, the patient reported discomfort. The physician conducted an ercp procedure and found out that the distal flange of the stent was embedded into the duodenal wall. A snare device was successfully used to reposition the stent from the duodenal wall and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to have fully recovered.